Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomalies were found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that device showed eri via merlin.net transmission. The patient was brought into the clinic with device unable to be interrogated. Premature battery depletion suspected. Several days prior, merlin.net transmission showed 1.7 years remaining until eri. The device was explanted and replaced. Patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.